Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient was in respiratory distress which required intubation. The cause of the respiratory distress was unknown. This system exhibited oversensing of low amplitudes which resulted in inappropriate shocks. A review of the episodes identified the first shock put the patient into ventricular fibrillation (vf). The second shock converted the rhythm but oversensing persisted so the third shock was delivered and put the patient back into vf. The fourth shock did not convert the rhythm; however, the fifth shock successfully converted the patient. Smart pass was programmed back on after patient evaluation. The patient was subsequently discharged but returned to the hospital once again due to respirator distress and was placed in hospice care and device therapy was programmed off. No adverse patient effects were reported.